Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. An increase in voltage during this time suggests a further pad-pak was installed. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between the (B)(6) 2015 and the (B)(6) 2015. The pad-pak became depleted and a further pad-pak was installed during this time. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The green status led was observed to lit in time with the stand clear leds and the CPR leds. This is a further symptom of membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.